Event description:
It was reported that during follow-up it was noted that the patient has received inappropriate atp for over sensing of t-wave. Reprogramming was performed and the over sensing disappeared. The patient's condition is good.

Manufacturer narrative:
(B)(4).